Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation of the pulse generator, over sensing in unipolar configuration was noted. The device was reprogrammed to bipolar sensing and pacing. The noise could not be recreated. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.